Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. Dx.doi.org/10.1016/j.hrthm.2015.03.004

Event description:
Single institutional retrospective study of pediatric and achd patients who had undergone lead extraction between 8/2004 and 7/2014. Fifty seven total lead extractions (22 selectsure, 35 conventional pacing leeds) *selectsure are medtronic brand leads that we extracted with plasmablade device and pulsar generator. Complications (select sure): prolonged hospital stay (2+ days): 3 hypotension: 1 hematoma: 1 bleeding (minor: less than 50 cc): 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.